Event description:
It was reported that cannula interlink lever lock bns had foreign matter. This occurred on 8 occasions. The following information was provided by the initial reporter: material no: 303340, batch no: 1006410. It was reported that 7ea with hair flash and 1 ea with short mold on luer cannula lever lock. Event description per email states: we found 7ea with hair flash and 1 ea with short mold on luer cannula lever lock (p/m 020104457). 1 ea has detached hair flash attached to the part (see picture below). Affected cavities: hair flash¿ x64, x76, x68 ,x56 ,x76, x62, x76. (Longest flash measured 0.1566") short mold - x68. The delivery of 192,000 ea is put on hold. Please look into this and review your inventory to ensure no more affected part is sent to baxter. I will arrange to send the samples over for your evaluation. Coc is as attached.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-29. Investigation summary: 5 photos and 8 loose physical samples of lever lock cannula (p/n 303340) were received and evaluated. Each sample was from mold x68. Three samples were from cavity x76 and 1 each from cavities x56, x62, x64, 13, and 16. All samples except cavity 13 were observed to have flash on the cannula of an approximate length greater than 0.15" . The cavity 13 sample was observed to have an incomplete fill/short shot at the cannula tip. The defects observed were rejectable per product specification. Potential root cause for the short shot and flash defects are associated with the molding process. No corrective actions are necessary based on the defective rates identified. Batch 1006410 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that cannula interlink lever lock bns had foreign matter. This occurred on 8 occasions. The following information was provided by the initial reporter: material no: 303340 batch no: 1006410. It was reported that 7ea with hair flash and 1 ea with short mold on luer cannula lever lock. Event description per email states: we found 7ea with hair flash and 1 ea with short mold on luer cannula lever lock (p/m 020104457). 1 ea has detached hair flash attached to the part (see picture below). Affected cavities: hair flash¿ x64, x76, x68 ,x56 ,x76, x62, x76. (Longest flash measured 0.1566"). Short mold: x68. The delivery of 192,000 ea is put on hold. Please look into this and review your inventory to ensure no more affected part is sent to baxter. I will arrange to send the samples over for your evaluation.